Event description:
It was reported that the atrial lead exhibited nonphysiologic signals/oversensing with mode switching occurring, possibly inappropriate. It was also reported there were short atrial to atrial intervals. There was no medical intervention and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Mode change/switch was observed. Several atrial high rate episodes occurred, a few show nonphysiologic noise. Because the device defaults to mode switch plus 30 seconds, the trigger of the mode switch is not seen. The impedance is relatively low, steady and no atrial warnings occurred. Atrial capture management shows more variability then the steady ventricular capture management.